Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 400 mg/dl. Customer reverted to an alternate tandem insulin pump for insulin therapy.